Manufacturer narrative:
The technician found the bed has a damaged side com board. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the bed had no nurse call. No patient impact.